Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor experienced intermittent communication issues characterized by signal loss and a brief sensor issue, after which support guided the user to toggle the cgm switch and restart the sensor; the pairing code used was 8334. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure, with device components relevant to electrical and magnetic performance and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.